Manufacturer narrative:
Date of initial report: 2017-05-11. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy procedure, the jaws jammed and would not open after application to tissue. The issue occurred after 45 minutes of use, and the device was manually removed. No patient injury occurred or medical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2011, date of follow-up report: 2017-06-16 one used lf1637 ligasure device was received, and evaluation of the sample confirmed an issue with opening the jaws. Visual inspection found heavy eschar caked on the jaws, as well as dried blood on the handle. Further examination found the excess eschar prevented the jaws from opening. After removing the eschar, the device opened and could seal simulated tissue within specifications. The investigation identified the root cause of the reported event to be inadequate cleaning of the jaws during use. The instructions included with this device cautions users to keep the instrument jaws clean, stating that build-up of eschar may reduce the seal and/or cutting effectiveness.